Event description:
Info received indicates the bed is drifting down.

Manufacturer narrative:
The tech found the hi/low drive brake spring was dirty. The tech cleaned and degreased the brake spring to repair the bed.